Manufacturer narrative:
Ultimately the md chose cut and cap both the lead and lld-ez, leaving the distal tip of the lld-ez inside of the lead and thus the patient.

Manufacturer narrative:
Device was disposed of after use.

Event description:
This was a left-sided lead extraction performed in the o.r. To remove a total of 2 leads (ra - biotronik 3509 & rv - ICD biotronik 3500) due to a non-functional ICD lead. The md placed a stylet down the ra lead and successfully extracted the lead manually. The md prepped the biotronik 3500 with a lld-ez and started lasing with a 14f glidelight sheath to remove the rv - biotronik linox ICD lead (model 3500). Progression was made to the distal portion of the proximal coil, but encountered too much resistance to progress. The md upsized to a 16f glidelight sheath. This sheath was able to progress, passing the significant binding that was encountered on the proximal coil, but about 20 seconds after proceeding, a drop in blood pressure was noted. The md immediately did a pericardiocentesis while the cvs was scrubbing in. The cvs assumed the injury was at the svc and immediately performed a sternotomy. The chest was accessed within 9 minutes after the initial blood pressure decline. The cvs identified a teardrop shaped tear at the svc/atrial junction. The lead was examined while the chest was open and significant fibrosis was seen. The cvs and the md concluded that based on this finding, there was a thick layer of fibrosis on the lead that was bound to the vessel wall. When the lead was being pulled back using the lld-ez, it tore away part of the vessel wall. Neither md feels that the laser sheath caused the complication.